Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications failure analysis - the problem indicated by the customer has been not confirmed. The cerelink device was tested with a test cable and the monitor is working properly. There was no fault found in the monitor. Root cause - the returned unit was tested with a test cable and is working properly. There was no fault found in the monitor. However, a potential cause of the reported error message may have been related to sensor or an inadequate cable connection. A potential cause of the reported inability to power the unit off may have been related to an inadequate cable connection.

Event description:
N/a.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00301. A facility reported a patient went to a scan and returning from scan, the sensor was unable to reconnect. Message: "sensor/cable failure". The cables were replaced; however, the issue persisted; therefore, the sensor was removed. Medical staff was unable to power the monitor off. When power button is pressed the monitor displays shutdown message. The screen goes blank. However the monitor then just re-boots and powers up by itself. Tried to shutdown the monitor multiple times but the monitor just keeps re-booting. Fault has been corrected before by carrying out this procedure. However this cannot be done on the ward when corrected to a patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.